Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had hardware low level failures. Customer mentioned that they had high blood glucose and was hospitalized. Blood glucose level was 14.0mmol/l and blood glucose value when hospitalized, was 18mmol/l. Customer performed self test but it did not pass. Insulin pump will not be returned for analysis.